Event description:
It was reported that the ilet user experienced hypoglycemia after the pump displayed a fill tubing screen while the infusion set and tubing were connected, and a log confirmed a 1.95-unit fill was performed. The user disconnected and paused the pump upon noticing, and the lowest glucose was 54 mg/dl with recovery after oral glucose. Symptoms included hypoglycemia, confusion/disorientation, dizziness, diaphoresis, and shaking/tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified, and the involved component was the tube, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.